Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(6) 2015. The field service engineer (fse) confirmed that the the actuator for vl13 and pinch valve vl13 were defective, causing the leak. The fse replaced the actuator and valve resolving the issue. The instrument ran without further issues and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 10 mls of an uncontained bloody mixture leaked from the probe area of the coulter lh 750 hematology analyzer onto the counter during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.